Manufacturer narrative:
The pod was received with the soft cannula fully deployed. Due to an error during the download process, the data was unable to be obtained from the device, and so it could not be determined how many pulses the device ran for prior to deactivation or if any abnormalities occurred during operation. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the needle mechanism from deploying as intended. Though no issues were observed, it could not be determined when the needle mechanism deployed or if any errors occurred during activation. The cause of the reported event could not be determined.

Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide did not move forward and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.